Event description:
It was reported that experienced an increased intra-peritoneal volume (iipv) event during drain one of five on the home choice (hc). The patient reported that their drain volume equaled 4484ml and their fill volume was 2500ml, indicating the patient had drained greater than 160% of the maximum prescribed cycle fill volume. The technical services representative (tsr) discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was performed. A service history review revealed no issues that could have caused or contributed to the reported condition. Upon conclusion of the investigation, the cause of this issue was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.